Manufacturer narrative:
Based on the review of the x-ray views provided to abbott, the conductors appear to be externalized. No further analysis can be performed since the lead will not be returned to abbott for analysis.

Event description:
During an elective ICD replacement, a fluoroscopic examination of the right ventricular lead revealed externalized conductors. All electrical parameters were stable so no intervention was performed. The patient was stable and will be monitored.